Event description:
Medtronic (covidien) received report during a flow diversion treatment of a large right ophthalmic carotid aneurysm, the physician reported that one pipeline device did not open distally. The first device was deployed successfully. The second device was tried to be implanted telescoping to the first device, however, the distal open did not open. The physician tried to resheath the device twice and manipulate the micro catheter by locking down the delivery wire and moving both as a system to facilitate expansion of the pipeline flex, but the distal end still did not open. The device was removed with the microcatheter. Another pipeline flex device was implanted successfully. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.